Event description:
It was reported that following a surgical procedure at the user facility 3l of fluid were unaccounted for, resulting in a CT scan of the patient. The procedure was completed successfully. No delay and no adverse consequences were reported with this event. No further medical intervention was reported to be required.